Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was diagnosed with driveline infection. The patient developed a driveline infection (s. Aureus) after falling in the shower. Based on information provided, the patient is currently being treated with bactrim ds but is non-compliant with medications.

Manufacturer narrative:
The MFR is attempting to acquire additional information from the hospital regarding the event and patient outcome. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.